Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary, however, there are no plans for explantation.

Event description:
Patient's hearing performance on the right site suddenly decreased. During the following in-situ measurement all the patient could hear was cracking and popping sounds.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance on the right site suddenly decreased. During following in-situ measurement all the patient could hear was cracking and popping sounds.